Manufacturer narrative:
(B)(4). Batch #: u5er8j. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr60d reload was received loaded on the device. The reload was received unfired with the pan partially dislodged from left side, with the 9 double drivers and 1 single driver missing. The bailout system was reset and then the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.

Event description:
It was reported that during the endoscopic pancreaticoduodenal surgery, after fired, could not open the jaw. Opened the jaw followed. There were no adverse consequences to the patient. No additional information could be provided.